Manufacturer narrative:
We were uanble to confirm the complaint and further investigate as consumer threw away the product and packaging and unable to return to us.

Event description:
Bristles falling out.